Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported the battery in the insulin pump was low and customer did not received a low battery alarm. Customer stated he changed battery when it was on the last bar, and when he awoke, the display was blank. Customer's blood glucose was 224 mg/dl. The device was reportedly neither bumped nor dropped. Customer did state he went into a lake for 30 seconds and forgot to remove the insulin pump. No corrosion or damage was noted. Customer was advised to remove the battery and insert a new one. The display became partially visible. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.